Event description:
It was reported that while treating a lesion at the lad/diagonal bifurcation, the guide wire tip fractured and separated in the vessel during an attempt to withdraw the device from the pt. Thrombus formed in the left main and the pt was sent for emergent cardiac surgery.